Event description:
It was reported that revision surgery was performed due to an adverse reaction to metal debris.

Manufacturer narrative:
It was reported that right hip revision surgery was performed due to adverse reaction to metal debris. During the revision the bhr modular head, r3 shell, r3 liner and modular sleeve were removed. The synergy stem remains implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. This is a complaint from the r3 EU study reporting adverse event #3 for subject (B)(6). The primary surgery was performed in (B)(6) 2010. A revision was done in (B)(6) 2017 (approximately 8 years post implantation) secondary to "adverse reaction to metal debris". Metal ion values were reported as cobalt=195.1 g/l - chromium=63.5 g/l in (B)(6) 2017. The intra-operative report documents; "there are metal parts, big pseudo-tumor bags. Impression: specimens still here, clinically not infection. The arm does not need to be replaced. The cup has been defective; the front edge of the cup is deep in the hip. A large-scale osteolysis cavity manifested in poster-cellular magnetism". Based on the elevated metal ions, and the intra-operative findings, these are consistent with a reaction to metal on metal and have occurred with these components. The study for this patient was terminated with the revision of the prosthesis. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.